Event description:
Reference number (B)(4). Event occurred in libya. It was reported that patient experienced high blood glucose (bg) event suddenly on (B)(6) 2026. The blood glucose was high and treated it with insulin via pump. The blood glucose (bg) was high for 1-2 hours. No further information available.